Event description:
This report is being filed after the subsequent review of the following journal article: ateschrang, a., et. Al., (2013), high success rate for augmentation compression plating leaving the nail in situ for aseptic diaphyseal tibial nonunions., journal of orthopaedic trauma, 27, 145-149. The focus of this article is to evaluate adjunctive compression plating leaving the previously unreamed inserted intramedullary nail in situ for treating a resultant diaphyseal tibial nonunion. Patients treated for unreamed inserted intramedullary nail for diaphyseal tibial fractures that developed an aseptic hypertrophic nonunion were looked at in this study. The study took place between 2002 and 2007. Twenty eight patients were reviewed with nonunions radiographically and clinically at a minimum of 24 months after the procedure. There were 12 woman and 16 men with an average age of 47 years. The follow-ups range between two to seven years. There were no major complications however there was one tibia that required a reoperation due to a persistent symptomatic nonunion that required revision plating. Also, 22 of the 28 plates had to be removed due to pain. The author concluded that this simple technique seems to have a high success rate and should be considered when a nonunion occurs after intramedullary nailing. However, the need for an additional incision and removal of symptomatic implants remains a disadvantage. There is not sufficient information to file multiple reports.

Manufacturer narrative:
Device used for treatment not for diagnosis. Ateschrang, a., et. Al., (2013), high success rate for augmentation compression plating leaving the nail in situ for aseptic diaphyseal tibial nonunions., journal of orthopaedic trauma, 27, 145-149. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.